Event description:
It was reported that atherosclerotic occlusive disease of the lower extremities occurred. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery and right distal superficial femoral artery with 5.5 mm proximal reference vessel diameter and 4.8mm distal reference vessel diameter. The lesion length was 60 mm with 100 percent stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed using a 4 mm x 200 mm non-bsc pta balloon, 5 mm x 60 mm non-bsc pta balloon and a 5 mm x 220 mm non-bsc ptx drug coated balloon. Treatment of target lesion was performed by placement of 6 mm x 60 mm eluvia drug-eluting stent. Following treatment was performed by post-dilation using 5 mm x 60 mm non-bsc pta balloon and the final residual stenosis was noted to be 0 percent. On (B)(6) 2023, the subject was discharged from the hospital on dual anti-platelet therapy. On (B)(6) 2024, the subject was again noted with symptoms related to atherosclerotic occlusion of the lower extremities and was hospitalized for further evaluation and treatment. In response to the event, percutaneous intervention was performed and later discharged from the hospital.

Event description:
It was reported that atherosclerotic occlusive disease of the lower extremities occurred. The subject underwent treatment with the eluvia drug eluting stent on 08november2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery and right distal superficial femoral artery with 5.5 mm proximal reference vessel diameter and 4.8mm distal reference vessel diameter. The lesion length was 60 mm with 100 percent stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed using a 4 mm x 200 mm non-bsc pta balloon, 5 mm x 60 mm non-bsc pta balloon and a 5 mm x 220 mm non-bsc ptx drug coated balloon. Treatment of target lesion was performed by placement of 6 mm x 60 mm eluvia drug-eluting stent. Following treatment was performed by post-dilation using 5 mm x 60 mm non-bsc pta balloon and the final residual stenosis was noted to be 0 percent. On 10november2023, the subject was discharged from the hospital on dual anti-platelet therapy. On 08november2024, the subject was again noted with symptoms related to atherosclerotic occlusion of the lower extremities and was hospitalized for further evaluation and treatment. In response to the event, percutaneous intervention was performed and later discharged from the hospital. Additional details were provided regarding the occlusion from 08november2024. The subject was presented to the hospital with complaint of severe intermittent claudication on the right side and was admitted for further treatment and evaluation. Physical examination revealed palpable pulse on left femoral artery and left popliteal artery, and no palpable pulse on right popliteal artery, bilateral dorsal feet and posterior tibial artery. During the hospitalization, ultrasound performed revealed uneven thickening of the intima-media membranes of the arteries in both lower extremities with multiple plaques, bilateral common femoral artery stenosis (right side: less than 50 percent and left side: 50-69 percent stenosis), bilateral deep femoral artery stenosis (50-69 percent stenosis), occlusion of right superficial femoral artery stent and left superficial femoral artery, segmental stenosis of bilateral popliteal arteries (50-69 percent stenosis), bilateral anterior tibial, posterior tibial and peroneal arteries were observed. On 13november2024, thrombotic occlusion noted in right proximal, mid and distal superficial femoral artery was treated by placement of drug eluting stent and balloon angioplasty using cutting balloon. Post treatment, the final residual stenosis was noted to be 0 percent. Post procedure, the subject's general condition was good with no obvious discomfort and no obvious hematoma at the puncture site. Blood supply to lower extremity was noted to be improved and the symptoms had improved significantly. On 15-nov-2024, the subject was discharged from the hospital with antiplatelet therapy.